Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device had been alarming with flow rate issues. Nurse reconnected the pads on different places on the manifold. Patient had reached the target temperature and this was stopping therapy. User stated that if the patient needed to recommence therapy, then a different system would be used.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun device had been alarming with flow rate issues. Nurse reconnected the pads on different places on the manifold. Patient had reached the target temperature and this was stopping therapy. User stated that if the patient needed to recommence therapy, then a different system would be used.